Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced paraplegia after undergoing a surgery in which floseal was used as a hemostatic agent. Three days prior to the event, the patient had undergone anterior surgery by left thoracotomy for a severe left thoracic scoliosis by right lateral decubitis. At the end of the surgery, floseal was used for hemostasis of the vertebra. The surgeon stated that the result observed was correct and that the product was rinsed as required. Three days post-operatively (post-op), a motor and sensibility deficit of the two inferior members was observed. The anterior exams were normal. The surgeon stated, that it was possible that the spinal canal was accidently opened and penetrated. On the same day, an urgent surgical intervention was needed for a decompression with laminectomy extent. A gelatinous hematoma with a strong appearance to floseal was evacuated. Four days later, the patient has a motor deficit of the lower limbs to 0/5. No further information regarding the patient&#38112;outcome was provided. No additional information is available.